Manufacturer narrative:
According to sophy (B)(4) in-house process, the probe 15c02883 has been analyzed by our quality control laboratory. Orange tasks were visible on the dongle shell and on the pa tubing. Blood deposits were also presents on the silicone membrane. Connected to a pressio monitor, the catheter displayed a 15mmhg pressure. Before water testing, the silicone membrane was cleaned then connected to a pressio monitor, it displayed a pressure of -1mmhg (normal pressure). After cleaning, the catheter met its specifications. As conclusion, the probe 15c02883 is conform to specifications and no e001 error has been observed.

Event description:
The catheter showed a value not stable at the beginning and after 2 days, error e001 appeared.